Event description:
It was reported that the equipment was not ventilating, and needle manometer was not moving. The event occurred during patient use, and no patient harm.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. Unable to confirm that the device "was not ventilating." However, during visual inspection it was found that the manometer hose was kinked and not allowing air to pass through it. Straightened and rerouted the hose correctly, then secured the manometer luer connector that was loose.